Event description:
It was reported that the patient's device was over sensing far field r waves (ffrw). The device is still in use. There were no patient complications reported as a result of this event. It was later reported that the device data for two ventricular tachycardia episodes was not showing on the interrogation strips. There is evidence that two episodes were terminated successfully, but the data cannot be retrieved. The device remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's device was over sensing far field r waves (ffrw). The device is still in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.